Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, upon introduction of general anesthesia, the patient developed severe hypotension. Intravenous vasopressors were administered to stabilize the patient. The s-ICD and electrode were successfully implanted. No additional adverse patient effects were reported.